Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a biliary drainage procedure removal difficulties occurred. The flexima catheter with the stiffener was inserted over a non-bsc guide wire. When the physician attempted to remove the stiffener, it was unable to be removed. Numerous attempts were made to remove the stiffener, but it was not possible to do so. The physician removed the flexima catheter, stiffener and guide wire as a unit. While removing the system, a previously placed biliary stent was damaged. No intervention was required due to the damage to the previously placed stent. The procedure was completed with a different device.